Event description:
PICC dressing change requested, required due to sorbaview dressing peeling up on all the white edges on the hand. It had been reinforced with tape on two edges. The nnp changed the dressing per unit standard, but noted that the sorbaview was unusually tacky/sticky and more challenging to remove. It was done delicating with the assistance of second nnp at bedside. The dressing was removed and the site cleaned. New chlorhexidine scrubs with orange color are being utilized and wiped with sterile saline following. Prior to applying the new sorbaview, there was a very scant amt of white bubbling noted near the hub. It was evident that there was a very fine micro crack at the hub/catheter connection. The PICC line was removed and a piv placed due to crack in the line.